Event description:
It was reported that a user experienced elevated blood glucose for approximately two hours, peaking at 280 mg/dl, and initially suspected infusion tubing malfunction, though no device alerts occurred and glucose began decreasing during the call, later returning to 120 mg/dl. Symptoms included nausea and marked fatigue. Outcomes included no need for medical intervention, no ketone testing, no backup therapy, and no hospitalization. Investigation included a customer service assessment and follow-up to verify symptom resolution and device behavior. Investigation of this case revealed that the device delivered insulin without confirmed malfunction, and a recent influenza vaccination was reported as a potential contributing factor; no device component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.